Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found insulation abrasion at 6.2 cm to 8.2 cm and at 10.7 cm to 11.1 cm from the connector pin. The abrasion is consistent with that of exposure to friction with another implantable device. Insulation abrasion with exposed outer coils was also noted at 7.0 cm to 6.0 cm from the lead tip.

Event description:
It was reported that the lead exhibited an insulation abrasion. The lead was explanted.